Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital alleged the patient became desaturated and suffered a cardiac arrest during a case.

Manufacturer narrative:
The hospital has not alleged any malfunction of the anesthesia machine but requested that ge healthcare check the machine. A ge healthcare service representative performed a checkout of the system and a review of the logs. No operational issues were noted and there was no evidence of a malfunction noted in the logs. Ge healthcare product engineering performed an investigation of this event. An analysis of the system logs found there were no malfunctions or events contributing to a patient's cardiac arrest. The root cause is undetermined. The patient has been discharged from the hospital.